Event description:
It was reported the device entered back up mode due to reaching end of service battery level. Device replacement is anticipated to be performed. The patient was in stable condition.